Manufacturer narrative:
Ams clinical trainer was present during the case. She stated that the bladder tear was sutured. Our clinical trainer has indicated that the storz laser cystoscope used in the case appeared to have an outflow greater than the inflow. This results in the bladder being sucked towards the prostate. This would then have the potential of lasing the bladder. The regulatory department at storz was contacted and relayed that there had been no complaints of this type with this cystoscope. (Laser cystoscope-urethroscope sheath, p/n 27026 v). Ams customer service engineer visited the site to perform a quality inspection on the laser. There was no problem found with the laser, the system met all mfg specifications. F/u by ams clinical trainer found the pt was fine. The same laser and instrumentation was used again by 2 different physicians with no problems. The fibers used in this case are not available for eval. Ams is pursuing doctor(s) opinion as to if or how the storz device contributed to the event. This info will be provided in a f/u medwatch report.

Event description:
American medical systems' clinical trainer for laser therapies in ams (B)(4) reported that during a greenlight pvp (photoselective vaporization of the prostate) case there was an adverse event. A bladder rupture was noticed at the end of the case. A laparotomy was performed. A 3cm tear was found.